Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak during a lead procedure was reported to abbott. The physician performed a blood patch intraoperatively. Postoperatively, the patient was doing well. The devices were not returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141521

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. The physician performed a blood patch intraoperatively. Postoperatively, the patient was doing well.